Manufacturer narrative:
Per issue, patient is taking medication for a thyroid condition. Patient had a medication change on (B)(6) 2011. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Qc errors are designed to be generated if the strip has been exposed to adverse environmental condition. There is no information in the complaint to indicate strip exposure. These errors also arise if there is a sampling or technique problem. This failure mode will continue to be monitored to determine if corrective action is warranted. (B)(4). Due to this low occurrence rate, below the action threshold of (B)(4), corrective action is not required at this time. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges qc2 high error with patient who had bruising. Patient's target therapeutic range is 2.0-3.0. Patient is taking medications for a thyroid condition and changed medications on (B)(6) 2011.